Event description:
On 04/18/2022, it was reported by a distributor via sems that (2) ar-18700-03 driver shafts are rusted, and stripped. Also a ar-18700-29 driver shaft half of the tip broke off. This was discovered on (B)(6) 2022 during a ulna and radius orif. The case was completed using a mosquito clamp as there was no other driver available. There was no patient effect reported.

Manufacturer narrative:
Complaint confirmed. Two unpackaged ar-18700-03 drivers were received for investigation. Visual inspection under micro-vu ID: 654 identified that the distal tip of one of the two returned drivers had broken. No fragments were returned for inspection. A probable cause is attributed to over-torquing/over-engaging the driver within the screw head. Additionally, corrosion was present along both driver shafts. The cause remains undetermined.